Manufacturer narrative:
Race/ethnicity reported as polish. The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. This complaint captures the first of two silent nite devices reported. The additional reported devices are captured in the following medwatch reports: 3011649314-2026-00829, 3011649314-2026-00830. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that dr. (B)(6) called in and stated that the patient fractured 2 silent nite devices. The doctor was advised that the patient needs something stronger. The doctor wants to change to a silent nite hinge. Additional information received confirmed that two silent nite devices and one silent nite hinge device broke. The device broke at the connector while the 48-year-old, male patient was sleeping on an unspecified date in (B)(6). The patient did not suffer any injury or adverse outcome. And no medical intervention was required. The patient continued to use the device until the new appliance arrived.